Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous high results for 1 patient tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The initial troponin I stat result was 0.349 ng/ml from the e411 analyzer. This result was reported outside of the laboratory. The sample was repeated on a cobas 6000 system and the result was <0.3 ng/ml. The sample was repeated again on both the e411 analyzer and the cobas 6000 system and the results were <0.3 ng/ml. A new sample was drawn and tested on both the e411 analyzer and the cobas 6000 system and the results were <0.3 ng/ml. The customer thinks the results of <0.3 ng/ml are correct. The customer stated the initial sample was slightly hemolyzed. No adverse event occurred. The troponin I stat reagent lot number and expiration date were not provided. The customer stated quality controls (qc) were in range prior to the event. The customer indicated the photomultiplier voltage tube (pvt) was replaced on 12/11/2016. The last liquid flow cleaning was performed on (B)(6) 2017. The customer is not having problems with any other assays and no further issues have occurred with the troponin I stat assay. The field service engineer (fse) visited the customer site and did not identify any issues. Precision testing was performed and the analyzer was inspected. The analyzer was operating per specifications. The customer ran successful calibration and qc.

Manufacturer narrative:
The customer has had no further issues. A specific root cause could not be identified for this event. Possible root causes may be related to sample quality (the original sample was slightly hemolyzed) or the difference in results could be explained by the normal variations in results for samples having a concentration of approximately 0.3 ng/ml.